Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot (B)(4), ubd: 06-jun-2010, (B)(4); product ID: 8596sc, serial/lot (B)(4), ubd: 26-oct-2013, (B)(4); product ID: 8731sc, serial/lot (B)(4), ubd: 11-jul-2013, (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, clonidine, bupivacaine, baclofen (unknown) and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump stopped working; the healthcare professional adjusted dosage and medications and would like to check for possible granuloma. Compatibility guidelines were requested for magnetic resonance imaging. No further complications were reported.